Manufacturer narrative:
Section a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a crack and it was noticed after the iols implantation. The physician didn't notice it during setting, because it was conducted as usual. The physician decided not to remove the iol, because he considered potential side effects from the iol removal. There was no patient injury. Through follow-up, we learned, that no damage of the cartridge tip occurred. The ophthalmic viscosurgical device (ovd) was used as specified in the instructions for use and it is from another manufacturer. The plunger was rotated and the lens was advanced to the tip of the cartridge and the iol was released within one minute. No resistance was felt using the plunger. The physician set the iol and was the first healthcare professional rotating the plunger. No further details provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 01-apr-2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device revealed that it was received with the plunger rod fully advanced. The plunger rod tip was bent, and the cartridge/cartridge tip was damaged. Viscoelastic residue was identified throughout the length of the cartridge. The lens module was inspected, and no damage was identified indicating that there was no improper plunger rod advancement. There was no viscoelastic residue identified in the lens module. Device assembly was inspected and no issues were identified. Plunger rod advancement was inspected, and no issues were identified. A photograph provided by the customer was evaluated. The picture showed a pseudophakic eye claimed to be implanted with a tecnis eyhance optiblue iol preloaded in the simplicity delivery system (model dib00v). The quality of the picture is not optimal, and it contains many visual artifacts; it appears to have two (2) vertical scratch/crack-like marks near to the optical center of the lens. Although per the scratch/crack mark¿s locations it could potentially cause visual distortions/defects, the definitive clinical impact as well as the root cause of the reported issue could not be determined from a picture assessment. The complaint issue of "lens damaged" was not identified during product and photograph evaluation. The observed "cosmetic issues" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.